Event description:
It was reported that oversensing due to noise, and inappropriate auto mode switching (ams) was observed on the right atrial (ra) lead as well as competitive atrial pacing. Programming changes were recommended. The physician opted to monitor in case of re-occurrence. The patient was asymptomatic and there had been no complaints or consequences.